Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the pacemaker exhibited noise reversion due to electro-magnetic interference (emi). No intervention was performed. The patient was in stable condition.